Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an external fluid leak was observed on a polyflux 14l during treatment. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of the provided pictures showed the product after use and did not identify any abnormalities that could have contributed to the reported condition. Photo two shows only the product label. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.